Event description:
Patient moved his arm during treatment and venous needle got dislodged. Hemodialysis machine did not alarm and venous pressure limits were noted at 160. Treatment interrupted, blood pump stopped, venous line clamped and pressure applied on the needle exit site. Blood returned via arterial needle. Blood lost approximately 250ml to 300ml. Patient was alert and responsive, complaining of nausea, vomiting and shortness of breath. Patient replaced with 700ml of IV fluids and fire rescued called. Patient alert at the time fire rescue arrived, receiving o2 per nasal canula and sent to the hospital for further evaluation. Dr (B)(6) notified patient was admitted to the hospital and kept for one day returning to our facility for the next treatment.